Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high pacing impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead. The device and lead remain in service. No adverse patient effects were reported. Additional information reported that the latest impedance measurements were less than 2000 ohms. The physician suspected a lead deterioration problem and a surgical review was scheduled at a later date. Subsequently, additional information was received indicating that the lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.

Event description:
Additional information indicates that the ICD was also explanted as it was nearing elective replacement indicator (eri) and was disposed at the facility. There was no allegation against the ICD and no additional adverse patient effects were reported.

Manufacturer narrative:
--